Event description:
The customer reported that the system exhibited a communications error. Further information received from the fse determined that the system intermittently locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.